Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asezf103 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asezf103) have been reported from the same facility.

Event description:
It was reported the tubing broke, detached where the tubing meets the needleless connector on a safestep huber needle. Inpatient, peds, with the 3m chg IV port dressing. It was stated the break occurred on day 2 and had chemo infusing.